Manufacturer narrative:
.

Event description:
The customer reported an error at start up. The fse reported review of the device diagnostic log indicated post timer/24v failure following a flow sensor mismatch. The customer reported there was no patient involvement.